Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: subacute thrombosis requiring medical intervention. Device issue: none. It was reported via a maude report, that the pt was transferred with non-st elevated myocardial infarction onset three days prior. A coronary angiography in 07 revealed 100% occlusion of the mid left anterior descending. The stenosis was dilated with a 2.5 x 20 balloon catheter and a 2.25 x 28 multilink mini vision stent was implanted. Medications that were administered included angiomax bolus and infusion, plavix, and asa. In 2007, an 0826 EKG revealed st elevation and the pt complained of chest pain of ten on a one to ten scale. When the pt was brought back to the cath lab 100% subacute thrombosis was found in the proximal edge of the stent. The lesion was dilated with a 2.5 x 15 balloon catheter and another co's stent was implanted. Medications administered to the pt during the procedure included heparin, reopro, continued asa, and plavix. No additional event or pt info is available.